Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(6) clinical study. It was reported that stent crimp failure occurred. In (B)(6) 2017, index procedure was performed. The target lesion was located in the mid left anterior descending artery (lad) with 75% stenosis and was 20 mm long with a reference vessel diameter of 3.00 mm. The lesion was treated with the direct placement of a 2.25x20 mm synergy stent. Following post dilatation, the residual stenosis was 0%; however, a crimp failure at the proximal part of the stent was noted. Hence, the stent was post-expanded with a 2.75x12mm non-bsc balloon catheter. Post-balloon angioplasty, a good crimping of the stent and good flow was confirmed by imaging diagnostic procedures. Two days post index procedure, the patient was discharged on dual antiplatelet therapy.